Event description:
Manufacturer received copy of medwatch report that alleges an electric bed motor overheated causing a fire. No injury is alleged.

Manufacturer narrative:
Manufacturer became aware of incident through an MDR without any reference number. Manufacturer contacted facility and was advised the bed was plugged in and allegedly caught fire. No serious injury reported and no property damage reported. Unclear if a set up error had occurred. Manufacturer is attempting to obtain product for inspection.